Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient's right ventricular (rv) lead had a possible fracture and high pacing impedance. The lead was capped and replaced. As well, the patient's electrogram indicated a pause potentially from the patient's new rv lead after the old rv lead was capped. Follow up was unsuccessful to indicate where the pause was coming from. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.